Manufacturer narrative:
Failure analysis noted that the pump had moisture damage on the electronic assembly. The pump had corroded motor home switch. The pump had cracked reservoir tube lip, scratched reservoir tube window and cracked lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 113 mg/dl at the time of incident. The customer stated that the insulin leaked into the reservoir compartment. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.